Manufacturer narrative:
The field experience was confirmed in the laboratory. The extended charge time and rapid battery depletion was caused by a damaged diode.

Event description:
It was reported that the device was explanted due to very long charge time with extreme device heating up during the capacitor reform. It was noted that the battery dropped relatively low, due to the operation time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.